Event description:
It was reported that the patient was unable to charge the ipg due to its position. The patient underwent a revision procedure wherein the ipg was repositioned and remains implanted. The patient was doing well postoperatively. Additional information was received that the charging unit had difficulty coupling with the ipg.

Event description:
It was reported that the patient was unable to charge the ipg due to its position. The patient underwent a revision procedure wherein the ipg was repositioned and remains implanted. The patient was doing well postoperatively.